Event description:
During a scheduled follow-up, a low atrial sensing value was observed which led to atrial undersensing. In addition, two noise episodes due to external interference were observed. The noise resulted in oversensing and automatic mode switch episodes. The device was reprogrammed and provocative testing was performed and the noise was not reproduced. The patient will be monitored remotely.

Event description:
During a scheduled follow-up, a low atrial sensing value was observed which led to atrial undersensing. In addition, two noise episodes due to external interference were observed. The noise resulted in oversensing and automatic mode switch episodes. The device was reprogrammed and provocative testing was performed and the noise was not reproduced. The patient will be monitored remotely.